Manufacturer narrative:
Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the tear was reported to be due to the patient¿s friable tissue. In addition, the patient¿s advanced age and female gender put her at higher risk for this complication. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, after the lv apex was exposed, the surgeon took a deep bite for his first suture and the apex began to tear. The patient was immediately put on bypass, with cannulas in the left femoral artery and right femoral vein. Once control of the apex bleeding was obtained, it was decided to move forward with deploying a 23mm valve. After the valve was deployed, the delivery system, sheath, and wire were removed. The lv apex was then closed. Retroperitoneal bleeding also occurred due to the bypass cannula. Approximately 24 units of blood were given throughout the procedure. After the apex was closed, multiple attempts were made to take the patient off bypass support. All attempts were unsuccessful. A sternotomy was performed for venting. The patient expired on the table. Per report, the apical tear was due to the tissue being friable.